Event description:
The nurse reported the system had a blank display with some words she could not remember. The nurse recycled ac and dc power but the system was totally dead. No backup system was available. Some cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The host module was replaced. The system was then tested and met all product specifications. The host module has been received and testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 07/23/2009.